Manufacturer narrative:
Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A optometrist reported increased light sensitivity in a patient's right eye following lasik surgery. Steroid drops were restarted on a taper. Upon one week follow up, light sensitivity has resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.